Event description:
It was reported that the patient presented in hospital after experiencing a stroke. Upon interrogation, the pulse generator exhibited capture anomalies. The device was explanted. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.